Manufacturer narrative:
The ge biomed performed a checkout of the equipment and a review of the logs. The connections on the anesthesia control board were reseated.

Event description:
The hospital reported that, during a case, the unit went into a system reset. There was no reported patient injury.